Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14339, 1627487-2021-14340. It was reported that patient may have his scs system explanted for unknown reason.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information.